Event description:
The MFR received info of a remote alarm having a broken battery connection. There was no report of pt harm or injury.

Manufacturer narrative:
The device was returned and evaluated by the MFR. The customer's complaint was confirmed. The battery connector was replaced to address the issue. The device operated and alarmed on ac power. If the remote alarm (optional accessory) was used in conjunction with a ventilator, the ventilator would continue to provide therapy and audibly alarm for patient's events.